Event description:
Caller reported experiencing cgm error 42 with their system. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by cts to perform a pump reset, after which no additional cgm error was displayed, leading to a successful start of the sensor session.